Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
There was a reported malfunction during a patient's breast biopsy with an eviva device around (B)(6) 2026. The report states that the "biopsy setting appeared to be working but there were no specimens being collected. Trouble shooting occurred- suction function was checked, suction canister was replaced, the saline bag was squeezed to try and move possible specimen pieces through the tubing, the machine was turned off and back on and all parts were checked again while needle was inside patient's breast.". The reporter adds "after that saline was still not traveling through the tubing. Procedure was ended at this point by the radiologist and an attempt to remove specimens from needles was made and sent to the lab.". Customer outreach was performed but there was no response. There is no further information available at this time. The report was received via medwatch notification of (B)(4).